Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer could barely read the screen and it was dark in all the corners and right across the screen it had a big black thing. The patient¿s blood glucose level was 117 mg/dl at the time of the incident and declined troubleshooting for it. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.